Manufacturer narrative:
This case has been assessed as not reportable. The customer cancelled the call and no further information was provided. This case has been assessed as not reportable. The customer cancelled the call and no further information was provided.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture is currently not available. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a broken oxygen corrugated part. There was no reported patient involvement.